Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in the country of (B)(6). Consumer reported pledget fell apart upon removal and that she was able to remove all remaining pieces herself. Consumer consulted with a medical professional.